Manufacturer narrative:
H.6. Investigation summary three photos were provided and evaluated. One photo shows a 60ml syringe in the packaging blister, and it has embedded degraded resin is a black speck in the luer tip. The other two photos show the bottom and top packaging web. A potential root cause can be attributed to the syringe molding process. The embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Based on the photos provided, the reported condition is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that syringe 60ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "black speck one 60ml syringe rejected due to black speck contaminant present in luer lok tip. Found by cytotoxic compounding technician during picking/pick check, rejected for use. Unopened syringe package."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml ll tip 1ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: black speck. One 60ml syringe rejected due to black speck contaminant present in luer lok tip. Found by cytotoxic compounding technician during picking/pick check, rejected for use. Unopened syringe package."